Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per additional information received the event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the base of the foley catheter on the 7th day after the use. Per follow up via ibc on 08mar2021 in japanese did not mean a catheter. It was stated that the outlet tube of the drainage bag. Therefore the complaint was for the drainage bag and the urine leaked from the base of the outlet tube. It means that urine leaked from the welding part between the bag and the outlet tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the base of the foley catheter on the 7th day after use.